Event description:
Caller from inform ii system user facility reported patient blood glucose results of 152 mg/dl at 0749 and 80 mg/dl at 0750. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).